Manufacturer narrative:
Continuation of d10: product ID 5076-52 lead implant date: (B)(6) 2022, product ID 6935m62 lead implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with ongoing right sided abdominal pain over the course of five days. It was determined that the patient had renal infarct, a thrombus in the left ventricle and staph epidermis bacteremia. The etiology of the infection was deemed likely due to polysubstance use; however, a transesophageal echocardiogram (tee) indicated a mobile vegetation on the right ventricular (rv) lead. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that imaging also revealed endocarditis. Antibiotics were administered.